Manufacturer narrative:
Investigation: the disposable set was returned for investigation. The product bags had been removed from the set. There is no lr filter present on this disposable. Upon visual inspection no misassemblies were noted with the set. No occlusions were noted; fluid moved easily within the set. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Per the rdf, the trima displayed the message to 'verify wbcs in the platelet product's root cause: the signals in the run data file indicate it is possible, though not conclusive, that wbcs may have escaped the lrs chamber earlier than the system had estimated them to. Based on the available information, it is possible that this leuko reduction failure may be donor related. The trima operated as intended by providing the flag to check for wbcs. No failure detected.